Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage at tubing. The blood glucose level of the patient was high which was treated with correction injection via multiple daily injections. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007811, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007811 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 4 on 23/jun/2024, with a total of (B)(4) units. The lot 4f03134 was manufactured according to the wi version 07 manufactured in the machine itl01, on 22/jun/2024, with a total of (B)(4) units. The lot 4f03135 was manufactured according to the wi version 07 manufactured in the machine itl01, on 24/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.